Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2018, she alleged that she obtained an alleged inaccurately high blood glucose result of ¿95 mg/dl¿ on the subject meter compared to ¿65 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It is not clear how the patient manages her diabetes, she reported that in response to the alleged inaccuracy she took consumed less food and drink. She reported that after the meter issue began she developed symptoms of ¿low blood sugar¿. In response to the alleged symptoms, she attended the doctors office and the symptoms were treated with glucose tablets/gel by a health care professional. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, which required medical intervention, after the alleged product issue began.